Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, infection, menstrual disorder and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding') and procedural haemorrhage ('left essure was not performed due to bleeding') in a 37-year-old female patient who had essure (batch no. B61389,c18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test" and device difficult to use "it was difficult to advance the essure device into the left tube". The patient's medical history included adenomyosis, herpes nos, dizziness, menometrorrhagia, vulvovaginitis, fatigue, vaginal yeast infection and vaginal candidiasis. Concomitant products included salbutamol (albuterol) since 2011 for asthma as well as ascorbic acid; cobalt sulfate; copper sulfate; ergocalciferol; ferrous fumarate; magnesium sulfate; manganese sulfate; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride; tocopherol; vitamin b12 nos; zinc gluconate (multivitamin (16)) since 2010, calcium from 2011 to 2017, colecalciferol (cholecalciferol) since 2011, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015, iron from 2011 to 2017, metronidazole from (B)(6) 2014, mifepristone (mifeprex) from (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain, pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anaemia ("anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery ((B)(6) 2015-total hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, procedural haemorrhage, vaginal infection, menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, nausea and ovarian cyst outcome was unknown, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the pelvic pain and anaemia was resolving. The reporter considered anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, procedural haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion - (B)(6) 2014-right, left. It was difficult to advance the essure device into the left tube to the black mark, visualization impaired slightly by bleeding however, coil was successfully placed. On (B)(6) 2014. B61389 - production date - 20aug2013 ,expiration date- 31aug2016. C18711 - production date - 29jan2014 ,expiration date-31jan2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding') and procedural haemorrhage ('left essure was not performed due to bleeding') in a 37-year-old female patient who had essure (batch no. B61389,c18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test" and device difficult to use "it was difficult to advance the essure device into the left tube". The patient's medical history included adenomyosis, herpes nos, dizziness, menometrorrhagia, vulvovaginitis, fatigue, vaginal yeast infection and vaginal candidiasis. Concomitant products included salbutamol (albuterol) since 2011 for asthma as well as ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2010, calcium from 2011 to 2017, cholecalciferol (cholecalciferol) since 2011, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015 to (B)(6) 2015, iron from 2011 to 2017, metronidazole from (B)(6) 2014 to (B)(6) 2014, mifepristone (mifeprex) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since october 2014. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced pelvic pain ("pelvic pain, pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anaemia ("anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In january 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In november 2015, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (B)(6) 2015-total hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, procedural haemorrhage, vaginal infection, menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, nausea and ovarian cyst outcome was unknown, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the pelvic pain and anaemia was resolving. The reporter considered anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, procedural haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion-(B)(6) 2014-right, (B)(6) 2014-left it was difficult to advance the essure device into the left tube to the black mark, visualization impaired slightly by bleeding however, coil was successfully placed. On (B)(6) 2014 b61389 - production date - 20aug2013 ,expiration date- 31aug2016. C18711 - production date - 29jan2014 ,expiration date-31jan2017 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), menstrual disorder ("menstruation issues"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, infection, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding') and procedural haemorrhage ('left essure was not performed due to bleeding') in a 37-year-old female patient who had essure (batch no. B61389,c18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test" and device difficult to use "it was difficult to advance the essure device into the left tube". The patient's medical history included adenomyosis, herpes nos, dizziness, menometrorrhagia, vulvovaginitis, fatigue, vaginal yeast infection and vaginal candidiasis. Concomitant products included salbutamol (albuterol) since 2011 for asthma as well as ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2010, calcium from 2011 to 2017, cholecalciferol (cholecalciferol) since 2011, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015 to (B)(6) 2015, iron from 2011 to 2017, metronidazole from (B)(6) 2014 to (B)(6) 2014, mifepristone (mifeprex) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since october 2014. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced pelvic pain ("pelvic pain, pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anaemia ("anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In january 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In november 2015, the patient experienced infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery ((B)(6) 2015-total hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, procedural haemorrhage, infection, menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, nausea and ovarian cyst outcome was unknown, the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved and the pelvic pain and anaemia was resolving. The reporter considered anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion-(B)(6) 2014-right, (B)(6) 2014-left it was difficult to advance the essure device into the left tube to the black mark, visualization impaired slightly by bleeding however, coil was successfully placed. On (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Lot number added. Medically confirmed case. Reporter and patient demographics were added. Medical history, concomitant drugs were added. Updated suspect drug indication. Events left essure was not performed due to bleeding, it was difficult to advance the essure device into the left tube, vaginal bleeding, menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal, anemia, nausea, dysmenorrhea, dyspareunia, ovarian cyst and patient did not undergoes essure confirmation test added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus,migration'), genital haemorrhage ('abnormal bleeding,general abnormal bleeding') and procedural haemorrhage ('left essure was not performed due to bleeding') in a 37-year-old female patient who had essure (batch no. B61389,c18711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undegoes essure confirmation test" and device difficult to use "it was difficult to advance the essure device into the left tube". The patient's medical history included adenomyosis, herpes nos, dizziness, menometrorrhagia, vulvovaginitis, fatigue, vaginal yeast infection and vaginal candidiasis. Concomitant products included salbutamol (albuterol) since 2011 for asthma as well as ascorbic acid;cobalt sulfate;copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)) since 2010, calcium from 2011 to 2017, cholecalciferol (cholecalciferol) since 2011, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2015 to (B)(6) 2015, iron from 2011 to 2017, metronidazole from (B)(6) 2014 to (B)(6) 2014, mifepristone (mifeprex) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) since october 2014. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced pelvic pain ("pelvic pain, pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anaemia ("anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In january 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In november 2015, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), ovarian cyst ("ovarian cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2015-total hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, procedural haemorrhage, menstrual disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, nausea and ovarian cyst outcome was unknown, the genital haemorrhage, vaginal infection, pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the anaemia was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, pelvic pain, procedural haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure insertion- (B)(6) 2014-right, (B)(6) 2014-left it was difficult to advance the essure device into the left tube to the black mark, visualization impaired slightly by bleeding however, coil was successfully placed. On (B)(6) 2014 b61389 - production date - 20aug2013 ,expiration date- 31aug2016. C18711 - production date - 29jan2014 ,expiration date-31jan2017 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : abdominal pain. Outcome of the event pelvic pain was changed from recovering/resolving to recovered/resolved and outcome of vaginal infection was changed from unknown to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.